Manufacturer narrative:
The thermogard xp ivtm system (sn tgxp (B)(4)) involved in the reported complaint will not be returned for evaluation because the hospital biomed tested the ivtm system after the patient treatment and could not duplicate the reported tcmid:06 (ce post failure) error message. As a precautionary measure, the biomed cleaned the air filter and performed a functional test for several hours. The ivtm system passed the functional test without any error and performed as intended. Therefore, service was not required to be performed by zoll. The ivtm system was placed back for the clinical use.

Event description:
It was reported that the thermogard xp ivtm system (sn tgxp(B)(4)) displayed tcmid:06 (ce post failure) error message. Unknown if the error occur during patient use or device check. No consequences or impact to the patient.